Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent loss of ventricular capture. Programming changes were performed. There were no patient consequences.